Event description:
During an anterior cruciate ligament repair (acl) revision procedure utilizing the endoscopic screwdriver 7x20,7x25,7x30, it was reported that the end of the screw driver sheared off. It was reported that the initial anterior cruciate ligament repair was performed four (4) years prior. It is stated that the patient bone quality was tough and that the soft silk screw was wedged tightly. The surgeon went to attempt to turn the screw driver once and the tip sheared off. It was reported that the screw did come out of the patient with the tip of the screw driver still fixed to it. It was reported that the anterior cruciate ligament repair redux set that was scheduled to remove the screw was not used. It was stated that no trephine drill was used. There is no information on whether a backup device was available. (B)(4).

Manufacturer narrative:
MDR cover letter was inadvertently omitted from initial submission. Letter is being sent as a follow up MDR for (B)(4).

Manufacturer narrative:
Subject device was not returned for evaluation. However, it was reported that the surgeon used the driver to remove a previously implanted screw. Subject device was designed for placement and or removal of the screw during the initial surgical procedure. Device was not designed to remove a screw with bone ingrowth present. It is recommended that the anterior cruciate ligament / posterior cruciate ligament reconstruction drill guide system for removal of screws previously implanted be utilized. Per results of the investigation, the root cause was deemed to be ¿user error¿. As a result of the device not being received, at this time no further investigation will be implemented. (B)(4).